Event description:
It was reported that the patient has been having issues with the homechoice (hc) device. The registered nurse stated that the hc was not functioning properly, but the problem was not specified. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device passed the one hour therapy and there were no issues noted. The device completed the electrical safety test and the functional check. A review of the service history had no previous service history that contributed to the current reported problem. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A review of the device history found that the device was no longer in its original manufactured condition. The reported problem could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.